Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with all buttons responding properly. Device passed the self test and the displacement test. Device was monitored and no unexpected blank display or frozen display. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm and screen was blank now. The customer¿s blood glucose level was 83 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.